Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare loop failed to cut the target polyp while cold snaring. The procedure was completed with this device using cautery. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury" at the conclusion of the procedure.